Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the inserter broke off.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instrument confirmed the tip broke off. Fracture is consistent with high stress low cycle fatigue with initiation from one side of the pin, consistent with use of the inserter in the same orientation each time. Based on a previous evaluation of similar components, the inserter likely failed due to cyclic bending loading, due to repeated slightly off-axis impactions, resulting in high stress low cycle fatigue crack initiation and propagation to failure. No evidence of material or manufacturing defects was observed that could have contributed to the failure of this component. A two-year search of the complaint database found no additional reports for this product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed